Manufacturer narrative:
Date of event: there is no specific event date as this is a general complaint.

Event description:
It was reported that removal difficulties are being encountered. The physician reported that synergy xd stent delivery system balloons, no matter the diameter or length, are difficult to remove post successful stent implant. This occurs in lesions with a variety of morphologies. The balloons are fully deflated for 20-30 seconds and no damage to the device is noted. The balloons are sticky and suck the guide catheter into the vessel while removing. The balloon is inflated a second time and then removed.